Event description:
It was reported that approx two months post filter implant, the pt presented to the ER with chest pain. Reportedly, imaging demonstrated clot burden within the filter extending down into the pt's legs. In addition, it was observed that the filter had migrated cephalad and was located near the right atrium. The pt later expired, reportedly, potentially due to pulmonary embolism. Further info is pending.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.